Event description:
Boston scientific crm received information that this right atrial lead triggered the device lead safety switch due to an out of range impedance measurement. Upon testing, the lead impedance measurements were in the 600's. A technical service consultant was contacted and recommended additional testing. The consultant suggested programming the lead to unipolar configuration or the device to vvi mode. It was also reported that the patient had fell in the past therefore lead damage was suspected. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.